Event description:
It was reported that during implant, when the physician attempted to insert the atrial lead into the header of the pulse generator, the lead pin could not be inserted past the setscrew. The lead was not used and replaced.

Manufacturer narrative:
Final analysis found the insulation adjacent to the small sealing rings was measured out of specification. The connector boot was also measured out of specification.